Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (does not communicate) was confirmed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, there were multiple wires open inside the trunk cable. The cause of the incoming test failure is the open wires. The root cause of the open wires is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.